Event description:
The caller reported damage to the pump housing and usb port, which affected their ability to charge the pump, although the pump did not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised to ensure the old pump's battery was fully depleted before returning it, and to follow specific steps upon receiving the new pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.